Event description:
While using a byte night aligners, patient experiencing bite alignment issue, their lower molars causing issue with their bite. They have an overbite and have difficulty eating. Upper teeth are more crooked and have new spacing issues. Aligners caused gum recession. Patient was seen by orthodontist and will need metal braces with heavy rubber band use to correct the new bite issues.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.